Manufacturer narrative:
The reporting healthcare professional has declined to provide allergan with further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Infection is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with unspecified juvéderm® volift¿ "around 18 months ago" and "had sepsis 9 months ago." Hcp stated patient is "not back to normal, but feels fine" and asked if patient can have more fillers.